Event description:
Notes from cardiac consultation: the patient "had a history of a dilated cardiomyopathy and hypertension. He had a defibrillator implanted 7 years ago. This biventricular device resulted in a vast improvement in his congestive heart failure symptoms. Three years ago, this device was changed and the analysis of the device showed the patient to be nonpacer dependent and for that the battery to have less than two years of battery life remaining.recent follow up of the patient's device included; fluoroscopic evaluation of the...st. Jude riata electrode...fluoroscopic examination of the lead showed exteriorization of conductors and the patient was referred here for lead management."..."he has had no ICD therapy." Notes from the operative report: ..."using a 16-french excimer laser, this lead was removed in its entirety without difficulty. Examination of the (riata) lead showed exteriorization of the conductors as visualized on fluoroscopy and as predicted.".. The patient "tolerated the procedure well."note: the original ICD implant was not at this facility; no details on the actual date of the riata implant.